Event description:
It was reported that rvcm (right ventricular capture management) was not working. The patient got a new 6935 rv (right ventricular) lead on (B)(6) 2010, and rvcm successfully ran the next day but was not successful again. On (B)(6) 2010, the patient had a rise in rv threshold to 5v, that was not tracked by capture management, and it was determined the output was not increased by the device, since the diagnostic did not give a reason why the test was not run. Review of the save-to-disk revealed "high priority feature running" so rvcm was aborted. However, the high priority feature running could not be determined, since there were no episodes recorded. The device was reprogrammed, and a holter recording was requested to determine the cause of the event. The patient will return in one week for another interrogation.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The model d234drg is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Without a lead serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) the actual device was not received for evaluation, but performance data was collected from the device and analyzed. No anomalies were found.